Event description:
It was reported that "dr was doing a xia 2 revision and screws were in from t12-s1. Final tightened left side and was tightening right side. Started from top on right and when he got to s1 screw, the screw head was splaying out and the blocker just kept spinning in tulip head. He took rod off and replaced screw with new 8.5x40. The same thing happened with this screw. The screw I sent back with the tape on the shaft is the first screw that was used. I'm not sure which of the other 2 screws was the second screw he used. One of those 2 is the 2nd screw and the other is a screw he says he tried to just put a blocker into it on the back table and the blocker in his mind didn't seed like it.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.